Event description:
The device was returned for routine service with no alleged problems. During the repair evaluation, it was discovered the alarms would not sound. There was no patient involvement, malfunction detected on technician's bench.